Event description:
The hcp reported the pt was experiencing increased shortness of breath and increased pain with activities of daily living. The intrathecal medications- compounded baclofen, morphine, and bupivicaine. -were being changed as well as a decrease in medications doses. The hcp also reported the pt had decreased her oral medications and had failed to keep her appointment with the physician. The pt was started on supplemental oral clonidine in 2006- 0.1mg twice a day. The pt outcome was not reported.